Event description:
It was reported that during an MRI scan the patient experienced heating and pain at the implant site. As such, the MRI scan was not completed. Reportedly, the heating was at the lead site without pain/discomfort. Patient experienced low back pain following the scan, subsequently followed by legs flare up in the evening.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that there was no heating at the ipg site. The heating at the lead site resolved once the MRI scan stopped. Patient continues to experience lower back pain.